Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-10e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-10e.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus europa se & co. Kg (oekg) for evaluation. Oekg checked the subject device and found that the error e311 which indicated the white balance had not been set was displayed. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from oekg, olympus medical systems corp. (Omsc) surmised that no endoscopic image displaying was attribute to the failure of the cable, the error e311 and white balance failure was attributed to no endoscopic image displaying.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that before the procedure the endoscopic image of the subject device blacked out. The service department of (B)(6) checked the subject device and found that the reported phenomenon was duplicated when the subject device was connected to the video processor. Olympus (B)(4) surmised that this phenomenon was attributed to failure of the camera cable of the subject device by the inappropriate user handling. There was no report of patient injury associated with the event.